Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The following is stated in the instruction for use (IFU): "3.3 inspection of the endoscope 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that fluid invaded the scope connector causing no image. The image was okay with 1 white dot after aeration. It was also noted that the insertion tube and the light guide tube was crushed under the boot. The scope cover boot was torn. The control body and scope connector had fluid invasion and had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope was not showing image on the screen with an e216 communication error. The issue was found during a diagnostic bronchoscopy and it was completed with another device. The procedure was not delayed. There were no reports of patient harm associated with the event.